Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for hypoglycemia one week ago and the insulin pump over delivered the insulin. Customer also stated that the customer was in the hospital for six and half hours. Customer had low blood glucose levels below 3.0 mmol/l. Customer was treated for low blood glucose levels with glucose tablets. Customer has been experiencing low blood glucose levels for last six months. Customer gave herself a bolus and had current blood glucose levels of 12.0 mmol/l at the time of incident. Customer was not using the insulin pump within forty eight hours of reported low blood glucose event. Customer stated that the doctor in the emergency room changed her settings for basal rates. The customer declined to continue the troubleshooting at the time of call. Product was not expected to return for analysis.